Event description:
It was reported that the pump was not loud enough. Customer declined troubleshooting therefore no additional event or product information is available. No reported impact to blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.